Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary # product ID# p1501dr the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Concomitant products: implantable pacing lead, product ID: 5076-45, implanted: (B)(6) 2006. Implantable pacing lead, product ID: 5076-52, implanted: (B)(6) 2006. (B)(4).

Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately five years after device system implanted. The device subsequently tested out of specification.